Event description:
Allegedly the following occurred; after the device was fired, only one donut was found. Distal colon donut reported as present, no rectal donut observed. Pt sigmoidoscoped in attempt to verify anastomosis complete but adequate visualization prevented by presence of blood and feces. Some sutures put in as precaution. Temp ileostomy brought up to rest the bowel.

Manufacturer narrative:
07/27/2006: initial report sent to FDA.